Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch reported; using dexcom g7 cgm with tandem t:slim x2 pump. Conclusive evidence that the 5-10 disconnections every day between the sensor and the pump are caused by the tandem pump. However, tandem is refusing to fix the problem and keeps sending me on wild goose chases that they know will not fix the problem. As a result, my glucose readings are wrong and the pump is giving incorrect amounts of correct boluses. Tandem refuses to do anything about this. And when I call I am on. Hold for over 45 minutes. This is crazy. I can't believe that you would allow such an unreliable product on the market. Continued disconnections between sensor and pump make the pump doses unreliable and dangerous.